Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received an unknown medication via an implantable pump for an unspecified indication. It was reported that during normal use on (B)(6) 2017, the pump was found in alarm and the logs revealed multiple motor block and restart. A motor stall recovery occurred on (B)(6) 2017 at 00:51, the pump stalled at 12:01, recovered at 12:52, stalled at 13:42, and recovered at 14:01 all on (B)(6) 2017. The pump update was ¿ok¿ this was also described as the interventions and actions taken. There was no information regarding the patient¿s status. Patient symptoms were not reported at this time. The patient¿s next refill was the end of (B)(6). Diagnostic testing and/or troubleshooting included the pump logs. As reported, it was unknown if there were any environmental, external, or patient factors that might have led or contributed to the event. Surgical intervention did not occur nor was planned. The pump remained implanted and in-service. At the time of the report, the event was not resolved and the patient¿s status was reported as alive no-injury. No further complications were reported/anticipated.